Event description:
Patient presented with two 90degree angles (off-label) in the aortic neck to mid-aorta. On (B) (6) 2010 patient implant of a 28-16-120bl bifurcated device and a 20-25-65f limb extension with good results. Follow up CT revealed a proximal type I endoleak and a distal type I endoleak on the contralateral side. On (B) (6) 2010, the patient was treated with a 28-28-75l proximal extension and an additional 20-25-65f limb extension on the contralateral side which resolved both proximal and distal endoleaks.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Patient had two 90 degree angles in the aortic neck to mid-aorta; aortic neck angulation greater than 60 degrees is off-label per indications for use.